Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) cuvette wash tower was not aligned with the cuvettes and fluid from the cc cuvette wash tower leaked down under the unicel dxc 600 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that a bec application specialist was onsite earlier and forgot to install the cc cuvette wash tower captive screw. Customer reported that they re-installed and tightened the screw then re-aligned the cc cuvettes wash station. Customer reported that the dxc 600 did not leak after the repair. Bec field service engineer (fse) determined that the application specialist who had visited the site earlier had the wash tower removed but not reinstalled properly. The fse also performed preventive maintenance.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).